Event description:
It was reported that during implant of this transcatheter bioprosthetic valve in a patient with a pre-existing left bundle branch block, the membranous septum length was in a position similar to the annulus. Additionally, the patient's horizontal aorta made it not possible to confirm with fluoroscopy using the cusp overlap view. Therefore, the valve was implanted at a depth as shallow as possible. Following the procedure and upon returning to the room, complete heart block was observed.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012404908); product type: 0195-heart valves; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the procedure, the patient was observed in the intensive care unit (ICU) and the compete heart block resolved. The patient was discharged, and a permanent pacemaker was not implanted.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.